Event description:
It was reported that the user observed a leak at the pump interface between the cartridge and connector on an ilet system after connecting the cartridge to the connector outside of the pump, which was explained as likely causing septum damage and an improper connection consistent with an infusion set or cartridge setup issue. Symptoms included hyperglycemia reaching 401 mg/dl, dizziness, fatigue, dehydration, and stomach pain. Outcomes included transient hyperglycemia without hospitalization. Investigation included remote troubleshooting and education, including instruction on proper cartridge-to-connector assembly and guidance for hand inspection by security personnel during travel. Investigation of this case revealed that the infusion set connector was deployed improperly, likely resulting in a compromised cartridge septum and leakage at the connection point. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.